Event description:
It was reported that the procedure was performed to treat a 75% stenosed lesion in the posterior tibial artery. A 3.5x23mm xience skypoint drug-eluting stent (des) was advanced into the anatomy; however, the proximal shaft of the des was noted to push the sheath into the aorta. The des was removed and the sheath was replaced with a 90cm sheath. At this point, the same 3.5x23mm xience des was reinserted into the anatomy through the sheath; however, the shaft separated inside the sheath. The sheath along with the separated portion of the device was removed and a new same sized xience skypoint was used to complete the procedure. There were no reported adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- re-insertion.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the xience skypoint instructions for use (IFU), states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case it is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from no to yes.